Manufacturer narrative:
(B)(4). Vyaire field service representative (fsr) went onsite to evaluate the customer's device. The fsr found that the exhaled pressure transducer failed. A replacement main printed circuit board assembly (pcba) has been ordered and upon receipt of the replacement component the device was fixed and met manufacturer's specifications.

Event description:
The customer reported that their vela ventilator alarmed ¿transducer fault¿. The customer reported that there was no patient involvement.